Manufacturer narrative:
At this time the product has not been returned. If the product is returned, analysis will be performed and the report will be updated at that time.

Event description:
It was reported the crt-d device was showing premature battery depletion. The patient had been undergoing radiotherapy treatment to the head and neck area, which is the suspected cause of the premature depletion. When the first checks were done prior to the treatment, the battery had 4.5 years left on the device. When the device was checked on the last day of the patient's treatment course, the battery was showing 1.5 years of remaining battery longevity. At this time, a plan of action has yet to be provided from the field, but it was indicated the patient is being closely monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the crt-d device was showing premature battery depletion. The patient had been undergoing radiotherapy treatment to the head and neck area, which is the suspected cause of the premature depletion. When the first checks were done prior to the treatment, the battery had 4.5 years left on the device. When the device was checked on the last day of the patient's treatment course, the battery was showing 1.5 years of remaining battery longevity. At this time, a plan of action has yet to be provided from the field, but it was indicated the patient is being closely monitored. No adverse patient effects were reported.